Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the numbers would not come up but insulin was coming out during prime. Customer's blood glucose was unknown. Device was unable to exit the preparing to prime loop. Customer mentioned the issue was resolved and declined to return the device.